Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A CAPA to address the catheter general confirmed error message failure mode is currently in its implementation phase. For condition balloon - latex deterioration, it was able to be confirmed that during the decontamination process the balloon did not appear deteriorated and inflated. The catheter was immersed in metricide, rinsed with water, allowed to air dry and then bagged and passed to the product evaluation laboratory. When the catheter arrived at product evaluation the balloon appeared deteriorated and was unable to inflate. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. The manufacturing process was verified, and no objective evidence was found to indicate that this condition was generated in the process.

Manufacturer narrative:
Our product evaluation lab received one swan ganz catheter, model 777f8. When catheter was running cco on hemosphere monitor, fault co check thermal filament position error massage was shown and stopped cco monitoring. Upon examination, the balloon latex appeared deteriorated and multiple cracks were evident on balloon latex. Leakage was observed through cracks on deteriorated balloon latex and the balloon edges did not appear to match up at the cracks. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone and appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from catheter body and syringe. Customer report of "check thermal filament error" was confirmed. Upon the device history record review results, a supplemental report will be sent. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a swan model 777f8, lot 64578750, was faulty and populated the error message check thermal filament on the monitor. There is no patient injury.